Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. The visual inspection of the returned product noted that the ratchet switch was disengaged. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the disengaged slide ratchet switch is consistent with a unit that received a side force during application that consequently caused the slide lock breakage. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No relationship between the device and the reported incident was confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate

Event description:
According to the reporter, during a procedure, the surgeon attempt squeeze the handle, his/her finger hit the ratchet on/off lever, then the lever disengaged. The procedure was completed with another device. The status of the patient is no problem.